Event description:
On (B) (6) 2009, the patient's mother reported that the patient's infusion tubing is separating at the luer connection. She stated that the issue began a "few" months ago. She changes the infusion tubing every 4 days. No physiological effects were reported. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.